Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the peritoneal catheter was blocked.

Manufacturer narrative:
Additional information received clarified the previously reported information regarding a blocked catheter did not pertain to this event. This information pertained to the event captured in regulatory report #2021898-2017-00642. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the headaches were due to intracranial pressure and not the device. It was stated the patient was doing fine and had a new shunt implanted. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was experiencing headaches. The patient¿s status was noted as alive-no injury.